Event description:
It was reported that during a gall bladder procedure, the clips would not hold after placing. Used another like device to complete the case. There were no adverse consequences to the pt.